Manufacturer narrative:
Test strip lot #: not provided.

Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan (lfs) alleging that her onetouch veriopro meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013, (at 7:03am), she obtained a blood glucose reading of "197mg/dl" with the subject meter and three minutes prior, a laboratory reading of "152mg/dl." Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with 1.8mg of "vitoza" and 60mg of "diamcron" however, the patient denied taking any action in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged meter issue. During a doctor's office visit on (B)(6) 2013, (at the beginning of the afternoon) the patient's physician reportedly advised the patient to increase her lantus regimen to 2 unit every three days. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.